Event description:
A pt reported experinecing inaccurate erratic results with a ot profile meter. The pt's blood glucose results were 189mg/dl, 463mg/dl. Tests were done 10 minutes apart with a difference of 75%. Pt did not experience any adverse events. No further info has been reported.